Event description:
The pt came in for the outpatient surgical procedure, bilateral endovenous laser treatment of the greater saphenous veins. The surgeon completed the procedure on the right lower extremity. Then the surgeon proceeded to perform the procedure on the left lower extremity and gained access below the knee. The guidewire was inserted. The sheath system was set over the guidewire. The laser was fired. When the sheath was pulled out by the surgeon, about 14 cm of a 55 cm sheath was found detached (sheared off).